Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was attempting to put on a variable angle dorsal plate, part number 04.115.231, and as he was contouring the plate it snapped through a plate hole on the back table. The surgeon used a 5-hole plate instead of the 3-hole plate he planned to use. There was no detriment to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Not likely to result in patient harm or the need for additional medical or surgical intervention, and no history of a previous report of serious injury or death. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.